Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a functional endoscopic sinus surgery (fess) procedure. It was reported that the site had intermittent tracking issues with non-invasive prenatal test (nipt). Site used a different tracker to proceed with case. The procedure was completed with the use if navigation. There was a delay of less than 1 hour. No known impact on patient outcome.